Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to correct: b1: adverse event/product problem h6: device codes.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was used to replace a lead that exhibited an issue with the extendable/retractable helix. This lead was intended to be placed in the left bundle branch area; however, it became entangled in the patient's anatomy and the helix became bent. This lead was also removed and replaced by another lead of the same model. The third attempted lead was successfully implanted. The two attempted leads were returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch. It was noticed that while implanting the lead, entanglement occurred which cause the helix to deform. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.